Manufacturer narrative:
Testing and investigation found at power up, the device displayed a white screen error and the device sounded an audible alarm from the secondary beeper. This was due to the som2 hardware module. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, after the device was powered on, the device displayed a white screen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.